Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the pump black box data revealed evidence of partially discharged battery installations. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The pump powered on properly with the returned battery cap. Current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.